Event description:
Additional information received indicated that the patient's device had inappropriate mode switching episodes. The patient was asymptomatic. No changes were reported.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely via merlin.net. Interrogation showed the right ventricular lead triggered an alert for out of range high voltage impedance. The physician elected to only monitor the patient as the measurement returned to normal range. The patient was stable throughout.